Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had button need to press twice to got response and clock on the device was always running ahead of times when customer set it. The insulin pump had reject every battery when place battery in device she had to unscrew and repeat battery in for it to work and louder rewind no harm requiring medical intervention was reported. The customer was declined to troubleshooting. The device will not be returned for analysis.